Manufacturer narrative:
The analysis from the manufacturer is pending.

Event description:
After 18+ months of implantation, this ICD was explanted and returned because of a decline in battery voltages.